Event description:
Placement of rod in left broken femur. Screw used in this surgery broke ten days later requiring second surgery to remove one half of screw and to place another screw in new entry to femur below this point. Seventeen days later pt experienced severe pain and went to surgeon's office. X-ray revealed that the second screw had also broken. Orthopedic surgeon stated that he would just leave this one in and delay any increase in activity for pt. Pt remains in pain, restricted in movement, and no physical therapy. Failure of these two screws has compromised recovery, exposed pt to additional surgery that was not mentioned or planned at onset of treatment, and may negatively impact outcome. Pt also has additional screw or screws at hip level. This is a concern for pt. Fear they too will fail.